Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded battery tube. The corroded battery cap contact was noted during visual inspection. Analysis was unable to confirm failed battery test alarm due to blank display. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display, and failed battery test. The customer's blood glucose was 24 mmol/l at the time of the call. The customer stated that the insulin pump alarmed failed battery test and would go blank. The insulin pump alarmed failed battery test after new battery insertion. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.